Manufacturer narrative:
Device evaluation: the zebd-7-9 device of c2049553 lot number involved in this complaint was returned for evaluation, with opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. Image provided by customer, kinked pigtail appears to be visible on the 1st, 4th & 5th porthole of non-tapered-end pigtail curl. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 15th of may 2024. The returned device lab examination findings and observations can be referred through attached files. Visual inspection: stent and introducer returned; pigtail straightener not returned. Kinks observed on 1st, 4th & 5th portholes of non-tapered end pigtail curl. Functional inspection: 0.035" wire guide does not pass the kinks. Manufacturing records review: prior to distribution zebd-7-9 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-9 of lot number c2049553 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there is any manufacturing issues associated with lot number c2049553. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide, subsequently causing issue reported. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the stent cannot be passed the wire guide. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide, subsequently causing issue reported. Confirmed quantity of 01 x prior to use device. There was no impact to the patient as this observation was made prior to patient contact. Complaint is confirmed based on visual and/or functional inspection.

Event description:
The stent cannot be passed the wire guide when the physician used positioning sleeve to straighten the stent prior to the patient contact. Answers to c5,7,8,10,11 all no added bellow qs as (B)(6) 2024 requested: c5. Did any section of the device remain inside the patient's body? Y e s/ n o c7. Did the patient require any additional procedures due to this occurrence? Y e s /n o if yes, answer next two questions. C8. Did the product cause or contribute to the need for additional procedure(s)? Y e s/ n o if yes, complete c9. C10. Has the complainant reported any adverse effects on the patient due to this occurrence? Y e s/ n o if yes, answer next question. C11. Has the complainant reported that the product caused or contributed to the adverse effect(s)? Y e s/ n o if yes, complete c12.